Event description:
Olympus (omsc) was informed via service request that the customer camera head has an ¿no image defect (possibility of cable disconnection)¿. The reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The referenced device was returned to the olympus repair center. The customer¿s reported problem was confirmed, no image was displayed. Additionally, the cable is twisted/kinked. The video contacts have corrosion. Moisture was found under the coverglass and inside the camera head circuits boards. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. A review of the device repair history shows the device has no previous repair records. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause cannot be conclusively determined. Based on the physical evaluation, the probable cause of the image defect is due to fluid invasion inside the cable unit. The cause of the cable unit is unknown. To mitigate the risk of device damage, the instructions for use provides the following: do not reprocess or store this product with tweezers, forceps, scalpel, etc. Otherwise, a hole may be made in the camera cable, and the electrical circuit inside the product may be damaged due to water leakage. Do not hit or drop the product. Failure to do so may cause the internal electric circuit of the product to be damaged due to water leakage. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received noting that the event occurred on june 21, 2022 during preparation for a diagnostic cystoscopy procedure. According to the initial reporter, the device was inspected prior to use and the procedure was completed with the appropriate device.